Manufacturer narrative:
Per the customer, qc were out of range after the event. A field service engineer (fse) was dispatched and performed preventive maintenance (pm) on the instrument. The fse also performed troubleshooting and replaced and repaired multiple hardware parts, including the photometer, and performed all necessary alignments and adjustments. The fse also performed multiple system checks and performance tests, ran qc, and calibrations. No further issues occurred since the instrument was serviced.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely high rheumatoid factor (rf) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. The customer provided four (4) patient results that yielded 25.5, 21.6, 33.8, and 26.1 iu/ml, respectively. No confirmatory results were provided for these samples. Patient treatment has not been impacted in this event.